Event description:
It was reported that while setting up a new system controller to ship to the patient, an emergency backup battery (ebb) was installed from box and connected to the system monitor. There was an immediate alarm on the system controller saying "call hospital contact - battery fault". Both the controller and ebb were straight out of box. The ebb was replaced and the controller was connected to the system monitor. The controller began alarming with a blank screen. After pressing the silence button, the screen showed "call hospital contact - controller fault". The controller was not used.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported events of backup battery fault alarms and controller fault alarms were confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review that showed events occurring during the manufacturing process of the controller and during the initial set up of the controller. The system controller was never connected to the driveline; however, controller internal fault alarms that were associated with timebase faults were active during the initial set up of the controller. There were no other notable alarms active in the log file. The returned system controller was connected to a test power module, system monitor and mock loop. Upon connection to the power module, a controller fault alarm became active. During extended operation, while connected to the mock loop, a driveline communication fault alarm became active, and the system controller lost communication with the system monitor. A log file was then downloaded after the alarm activated, and review of the log file revealed timebase faults, loss of lvad comm alarms, and driveline communication fault alarms. These events occurring intermittently indicate that the controller¿s microprocessor may have been continuously resetting due to potential corrosion within the component. Due to the events reproduced during the investigation, and the timebase faults seen within the log files, the controller¿s microprocessor was suspected to be cause of the events. Similar events were previously identified, and a manufacturing analysis task was initiated to investigate issues related to the microprocessor chips on the main printed circuit boards manufactured by the third-party supplier plexus. The investigation resulted in an external corrective action report (ecar) being opened for the supplier to investigate further on their end. The 11v backup battery was inserted into a test controller which was connected to a test power module, system monitor and mock loop. While allowing the battery to fully charge in the system controller a backup battery fault alarm became active. Following testing a log file was reviewed and backup battery fault alarms associated with backup battery circuit faults were active during testing. A root cause for the backup battery fault alarms was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The root cause of the driveline communication fault and controller fault alarms was suspected to be an issue within the controller¿s microprocessor; however, the root cause of the issue could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, controller fault, driveline communication fault, and loss of lvad communication alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.